Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Additionally, it was reported that the contact removed the cartridge from the pump and received a cartridge detection notification. Reportedly, the customer successfully completed the load process and did not prime the air bubbles from the tubing. Blood glucose was 193 mg/dl.